Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to hospital with an unspecified infection. The entire system- implantable cardioverter defibrillator (ICD), right ventricle lead and left ventricle lead was explanted. The system was replaced with a leadless pacemaker on (B)(6) 2024. The leadless pacemaker was then explanted and replaced with a new system on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.